Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: during investigation, there were multiple cs054/cs052/cs012¿ slave communication error alarms. There were no cs 054 alarms, errors or warnings during the investigation. The product performed within specification. The original complaint of the cs 054 alarm was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.